Event description:
Event description guidant received information that this unknown device was unable to be interrogated and the clinician received a reset mode message each time she attempted to interrogate. There was no magnet response. The patient was not experiencing any symptoms.